Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cracked connector was not confirmed as the tubing was not returned for analysis. However, product analysis identified that the pump failed the activations test. Review of the manufacturing documentation confirmed that the device met all specification prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and failed the 8lb activation test, therefore; it required more than 8lbs of force to activate. Product analysis was unable to confirm the reported allegation related to tube has a hole/perforated; however, product analysis concluded that the identified pump failed activation test was the most probable cause of the reported events. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noticed that the pump connector was cracked. The physician replaced the pump. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noticed that the pump connector was cracked. The physician replaced the pump. After the procedure, the patient improved and remains stable.